Event description:
The customer reported having low blood glucose and paramedics were called. The customer stated that she was not aware what may have caused to blood glucose to drop. Paramedics assisted her to eat some food and her blood glucose went higher. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.